Event description:
It was reported that during a da vinci si surgical procedure, pieces of insulation fell off the permanent cautery spatula instrument. There were no missing pieces or pieces falling into the patient reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the reported complaint. The instrument was found with the ceramic sleeve broken at the base of the spatula, with material removed. Engineering concluded the damage was likely due to excess contact and mishandling. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.